Manufacturer narrative:
(B)(4). There was no malfunction. At the time of the event had both the nava ng tube and the ett inserted into the patient. The intended users are professional healthcare providers and have received training in the use of the system. While the according to the user, the mix up was attributed to the color but, precautionary measures should have been taken to prevent the occurrence when 2 tubes for different purposes were inserted at the same time.

Event description:
It was reported that the feeding tubing was accidentally hooked up to the flush port of the ett (endotracheal tube) instead of being hooked to the nava ng tube on pretext that the color was blue instead of orange to which the customer was accustomed to. Some milk was infused into this port, but was quickly caught and inline suction was used to get the milk out of the tube. There was no patient harm reported. (B)(4).